Manufacturer narrative:
The complaint notification associated with this device described that an screw at the proximal posterior linkage of this knee joint has loosened. As a result the user fell. They scratched their hand, but no serious injuries were sustained as a result of the fall and no medical treatment was required. The evaluation of this specific device was conducted at manufacturer's after sales service center on august 3rd, 2017. After evaluation we can confirm that the bolts in the upper posterior section of the knee joint were loose. Due to further usage of the device with loosened bolts the front frame was damaged. The upper part of the knee joint is worn, the hydraulic functions are as intended. An exact reason for the loosening of the bolts could not be determined. In this specific case the failure led to a fall. The user sustained scratches at their hand, but no serious injury occurred. Therefore, we report this failure according to guidance for industry and FDA staff on "MDR for manufacturers" chapter 2.15.

Event description:
Knee joint was sent in for repair. Customer stated that an upper screw at the proximal posterior linkage of this knee joint has loosened. As a result the user fell. They scratched their hand, but no serious injuries were sustained as a result of the fall and no medical treatment was required.